Event description:
Ng tubes do not have adequate measurement markings. Markings are limited to 18'', 22", 26", and 30." Staff are unable to mark proper placement and are unable to identify when "the ng tubes move in the patient. Dislodgement may go unnoticed due to lack of markings.